Event description:
It was reported that an arterial bubble detected alarm was activated during treatment. The user used emergency mode to rectify the alarm and was able to proceed treatment successfully. In order to exit emergency mode, the user must switch off the cardiohelp. No harm to any person has been reported. As there was no flow during treatment, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that an arterial bubble detected alarm was activated during treatment. The user used emergency mode to rectify the alarm and was able to proceed treatment successfully. In order to exit emergency mode, the user must switch off the cardiohelp. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-09-17. The fst checked and confirmed that there was no failure regarding the cardiohelp. The fst confirmed that there was no physical damage or corrosion to both flow/bubble sensor or the sensor panel. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the root cause was due to user error. The user stated that the cardiohelp device was not set up correctly. The logfiles were reviewed by the fst, and no errors were found. The fst informed the user the operational use of the "global override mode" and "intervention" settings available for the cardiohelp device. These functions allow the user to remedy the alarms without the need to turn off the device. In the instruction for use (IFU) of the cardiohelp, chapter ¿¿global override¿ mode¿, it is stated that this mode disables all interventions, acoustic alarms and backflow prevention. According to IFU chapter ¿warning limits, alarm limits and interventions¿, interventions are functions that enables you to specify whether an intervention is triggered if the intervention condition is fulfilled. Intervention conditions such as bubble detected, backflow detection, etc. In the IFU of the cardiohelp, chapter ¿emergency mode¿, the emergency mode can be use in the event of failure of the touchscreen or other components in order to operate the disposable and control its speed directly via the rotary knob. According to the IFU chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, in the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2024-09-17 for the period of 2021-03-11 to 2024-09-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-03-11. Based on the results the reported failure "arterial bubble detected alarm, user error" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-09-16 till 2024-09-16). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.